Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the optic was damaged immediately following implantation into the eye necessitating iol explantation. The device was not available for return to rayner; however, a video of iol implantation was provided for review. While it is not possible to make a definitive assessment from the video supplied, the user does appear to encounter resistance during injection. The rayone IFU "use of rayone" section "fig 7" includes the statement "if excessive resistance is felt this could indicate a blockage; stop and discard the lens". In this case, injection was continued and the iol was implanted in a damaged state. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 011163683.

Event description:
On 4th april 2023, rayner received notification from its distributor in kuwait of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the iol optic was damaged immediately following implantation necessitating explantation of the iol.